Event description:
Healthcare professional (hcp) reported one incident of a pt reaction with the psn 210 dialyzer. It was reported that at the start of treatment, the pt experienced chest tightness, shortness of breath, choking, nausea and anxiety. Treatment was stopped and the pt was administered oxygen (route and dose unknown). It was reported that the pt was sent to the e.r. But was not admitted to the hosp.